Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-jun-2024, it was reported that the patient faced infusion set cannula was crimped, within 3 hours of insertion at upper buttocks. Which cause the patient blood glucose elevated to 363 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.